Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer overheated due to a non-functional power supply. It was also confirmed that the power cord bay was damaged. However, it could not be determined whether the power cord itself was damaged, as the power cord was not provided with the programmer. In addition, the programmer failed the final functional test regarding the link electronic module (lem) board. The printer tray was damaged, both keyboard rail guards were cracked, and the system fan was found to be noisy. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's motor overheated and was unable to turn on the programmer. It was also reported that the door latch and power cord required repair. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.